Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient is a pediatric. Although requested, patient information was not provided. No devices received, log review only.

Event description:
It was reported that a full bottle of intravenous acetaminophen (ofirmev) was programmed to infuse 100mg in 15 minutes using guardrails drug library and was hung at 1620. Upon transfer of the patient to pediatric unit, the medication bottle was found empty at 1730. The anesthesiologist, surgeon and nursing leadership were notified of the event. Patient's blood was dawn to check for acetaminophen level and the laboratory results revealed high serum levels. Poison control center was then notified and the patient was transferred to pediatric intensive care unit (picu). A second blood sample was obtained to repeat the levels of liver enzymes and acetylcysteine treatment was started. The serum levels of acetaminophen were tracked and trended over the next twenty hours. It was the nurse manager's belief that the event was due to user error. According to the hospital's biomed, the involved devices were serviced in april and may and are in current preventive maintenance compliance.

Event description:
It was reported that a full bottle (unspecified total dose/volume) of intravenous acetaminophen (ofirmev) was programmed to infuse 100mg in 15 minutes using guardrails drug library and was hung at 1620. Upon transfer of the patient to pediatric unit, the medication bottle was found empty at 1730. The anesthesiologist, surgeon and nursing leadership were notified of the event. Patient's blood was dawn to check for acetaminophen level and the laboratory results revealed high serum levels. Poison control center was then notified and the patient was transferred to pediatric intensive care unit (picu). A second blood sample was obtained to repeat the levels of liver enzymes and acetylcysteine treatment was started. The serum levels of acetaminophen were tracked and trended over the next twenty hours. It was the nurse manager's belief that the event was due to user error. According to the hospital's biomed, the involved devices were serviced in april and may and are in current preventive maintenance compliance.

Manufacturer narrative:
Additional information provided: d.11. The customer¿s report of an overinfusion of acetaminophen was not confirmed. The only details provided were that acetaminophen was programmed to infuse 100mg in 15 minutes using guardrails drug library and was hung at 1620, however the intended rate and the volume to be delivered was not reported. The pcu event log shows pump module s/n (B)(6) was programmed to infuse a custom concentration infusion of acetaminophen (drugid 6) at 4:20 pm on (B)(6) 2020. The user entered 100mg for the drug amount and 100ml for the diluent volume, which made the concentration 1mg/ml. The user entered 8.9kg for the patient weight, which made the dose 11.24mg/kg. The rate was calculated to be 400ml/hr with a vtbi of 100ml to infuse over 15 minutes. The infusion completed after 15 minutes and then the device was programmed to infuse an additional 26.882ml of nacl between 4:35 pm and 5:23 pm. Between 5:27 pm and 5:30 pm, the user started to program another infusion but did not complete the programming. The total volume recorded as being infused during this period was 126.925ml. It is unknown if the 15 minute infusion of acetaminophen that was started at 4:20 pm on (B)(6) 2020 was intended to be for 100ml and it is also unknown, why the user programmed nacl between 4:35 pm and 5:23 pm. A request was made by clinical cad to the customer for more details, however was not answered. The device was being used for treatment. The devices were not returned for investigation. The root cause of the reported overinfusion of acetaminophen was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 20 april 2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 29 july 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.